Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: h4.

Manufacturer narrative:
A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 17nov2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The c-pep aia-pack package insert states the following: specimen collection and handling- serum is required for the assay. Edta and citrated plasma should not be used. No special patient preparation is necessary. A venous blood sample is collected aseptically without additives (red top tube). Store at room temperature until a clot has formed (usually 15-45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. Samples may be stored at 2° - 8° c for up to 24 hours prior to analysis. If the analysis cannot be done within 24 hours, the sample should be stored frozen at -20° c or below for up to 60 days. Repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to assay, slowly bring frozen samples to room temperature (18° - 25° c) and mix gently. All samples require pretreatment. Pretreated samples should be assayed within one hour after completion of the pretreatment procedure. The pretreated sample required for analysis is 100 microliters. The most probable cause of the reported event is unknown.

Event description:
The customer reported that their american proficiency institute (api) 2nd event chemistry survey for c-pep did not pass on their aia-360 analyzer. Quality controls were in range and there were no reported analyzer issues. The tosoh qa lab passed all cpep results. The customer repeated and resubmitted the survey results with a new api sample. No further information was provided. There was no indication of any patient intervention or adverse health consequences due to the reported event.